Event description:
The customer's daughter reported the customer's meter was not working properly. She also reported the customer experienced symptoms of shakiness and sleepiness. The paramedics were called and obtained a blood glucose reading of 35 mg/dl, while the customer's meter reportedly received a reading of 135 mg/dl. The customer was reportedly treated with a shot of glucose. Additionally, the customer reportedly ate food to alleviate symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. The customer's daughter reported the customer ate between tests.